Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was difficult to plug into the usb port resulting in difficulties charging the pump. Reportedly, the usb cable had to be maneuvered to get the pump to charge. There was no reported adverse impact to customer's blood glucose level. Additional information was not received. The customer declined further follow up from tandem technical support.